Manufacturer narrative:
The tech found the side rail joints are rusted. The tech loosened and lubricated the side rail joints to resolve the issue.

Event description:
The account alleged the side rails stick in the down position. No patient impact.